Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective ise (ion selective electrode) reference valve. The fse replaced the reference valve to resolve the issue. (B)(4).

Event description:
The customer reported the generation of erroneous ise (ion selective electrodes) results on their au5800 chemistry analyzer. The erroneous results were not released out of the laboratory; thus, there was no change to patient treatment or injury in association with this event. There were no reports of calibration or qc (quality control) issues prior to this issue.